Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient will be having a lead revision on (B)(6). The high impedance hasn't been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that during the replacement of the patient's ins battery for normal battery replacement, impedances of three electrodes were found to be higher than 10,000 ohms when checked before going to the operating room. The manufacturer representative reran the impedances at 3 volts and they were found to be higher than 40,000 ohms. The lead configuration was checked and was found to be set correctly. The rep attempted to switch the extension from the 0-7 to 8-15 port on the ins. However this did not resolve the issue and all impedances were still >10 ,000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.